Event description:
Surgeon noticed via CT scan that the pe inlay had dislocated. Patient was 2 months post-op with a right ankle replacement redacted op report is documented with revision of pe inlay dos (B)(6) 2024.